Event description:
A peritoneal dialysis (pd) patient stated they had received the cassettes from the last order and stated they were hard to close. The patient was unable to close the door on the machine, then when the door would close, they stated the cassette would explode inside the machine and the door would pop open. The patient did throw them out and did not report. At the time of the incident the patient stated they let their registered nurse (rn) know and said it happened all the time. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient had reported difficulty closing the cycler door when using a cassette from the implicated lot and indicated they had experienced difficulty with closing the cassette door when utilizing cassettes from the same box and lot during previous setups. The pdrn stated the patient was eventually able to close the cassette door. Per pdrn the patient indicated during an unknown phase and cycle of the treatment on (B)(6) 2025, the cassette door popped open on its own and reported the cassette itself looked as though it had popped inside of the cassette area and caused fluid to leak out of the cycler and onto the cycler cart. The cause of the issue was unknown. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per pdrn the patient was advised to use cassettes from a different box and lot number and was able to continue peritoneal dialysis therapy using the cycler the following treatment with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient stated they had received the cassettes from the last order and stated they were hard to close. The patient was unable to close the door on the machine, then when the door would close, they stated the cassette would explode inside the machine and the door would pop open. The patient did throw them out and did not report. At the time of the incident the patient stated they let their registered nurse (rn) know and said it happened all the time. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient had reported difficulty closing the cycler door when using a cassette from the implicated lot and indicated they had experienced difficulty with closing the cassette door when utilizing cassettes from the same box and lot during previous setups. The pdrn stated the patient was eventually able to close the cassette door. Per pdrn the patient indicated during an unknown phase and cycle of the treatment on (B)(6) 2025, the cassette door popped open on its own and reported the cassette itself looked as though it had popped inside of the cassette area and caused fluid to leak out of the cycler and onto the cycler cart. The cause of the issue was unknown. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per pdrn the patient was advised to use cassettes from a different box and lot number and was able to continue peritoneal dialysis therapy using the cycler the following treatment with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.